Event description:
Patient called 1/28/02, alleging that patient's one touch profile meter was reading inaccurately low. Patient feels meter gave low readings, which caused patient not to know that patient was going through ketoacidosis, and would need to be hospitalized. Patient was feeling "kinda sleepy, run down, heart beating really fast and dry mouth". Patient took insulin and called doctor. The one touch profile reading was 150 compared to the labs 198 mg/dl. Tests done within 10 minutes. Meter passed the display screen test. Unable to contact the customer to obtain more information.